Manufacturer narrative:
The insulin pump monitored for several days and was received with normal operating currents. No unexpected battery out limit noted. The insulin pump passed self-test and passed off no power test. However, the insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the down arrow button was stuck and display screen was green. Customer removed battery and re-installed and received a battery out limit alarm. Customer's blood glucose was 14.4 mmol/l. Insulin pump will be replaced.